Event description:
It was reported that the wire broke. The target lesion was located in the right femoral artery (rfa) and groin. A 330cm rotawire was selected for use. A 6fr guide and sheath were in place. The sheath needed to be changed to a 8fr sheath in order to use a 2.0 burr. However, access was lost with all devices except the rotawire. When the sheath was advanced, the patient's anatomy caused the wire to kink and unravel. The wire came apart at approximately 60-90cm from tip. The tip was sitting close to aortic arch. The wire was all the way down the aorta to the rt femoral groin area. The detached component was agreed to remain inside the patient's body. The procedure was completed with another of the same device. No further patient complications were reported and the patient was doing fine.